Event description:
In newborn nursery a full-term female born via vaginal delivery with apgars nine and nine noted to be jaundiced was started on phototherapy. Small beginnings newborn bili-bonnet phototherapy mask was placed over the baby's eyes. At ten hours of age the baby was found not breathing and the mask was found positioned below the eyes. Code was called and baby was resuscitated and transferred to neonatal intensive care unit. Baby continued on life support. Evidence of worsening hypoxic-ischemic encephalopathy. After extensive discussion with family, life support removed. Autopsy pending.